Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. The root cause for the reported issue of an channel error code 240.4150 was not determined because no products or device logs were returned.

Event description:
It was reported that the device had channel error code 240.4150. There was no information on patient involvement. Although multiple requests have been made, no additional information has been provided.